Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows a maxcore device in its initial position. Based on the provided photo, the reported failure to fire cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4: (expiration date: 02/2026). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through soft density tissue, the outer cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to be clean and was received with both slides in their initial positions. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. One electronic photo was provided and reviewed. The photo shows a maxcore device in its initial position. Based on the provided photo, the reported failure to fire cannot be confirmed. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and obtain samples without any issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 02/2026), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through soft density tissue, the outer cannula of the device allegedly failed to fire. It was further reported that the patient experienced hematoma in the kidney, however there is no information on any intervention or medicatiosn provided to treat the hematoma. A coaxial was not used and the procedure was completed using another device. There was no reported patient injury.